Manufacturer narrative:
The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a colored image. The event occurred during reprocessing. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint partially confirmed. During the investigation the endurance testing over several hours could not be reproduced the reported complaint (¿green image¿. Further testing of the device found image loss due to a defective video cable coupling attributed to (age-related) wear and tear and frequent use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the reported faulty ¿green image¿ was not reproduced the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.